Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend to perform failure analysis. The instrument was analyzed, and failure analysis did not replicate nor confirm the reported issue. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. No failures were found in the logs. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported incomplete seal cycle. The procedure was completed with no reported injury.